Manufacturer narrative:
A ge service rep performed an on site investigation. The system was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the tube on the 9800 system would intermittently not rotate. No pt injury was reported.